Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, the patient's ipg became inoperable over time. Troubleshooting was unable to provide resolution. As a result, surgical intervention may be pending to address this issue.